Event description:
Home pt reports leak in drain line tubing of homechoice set. Hp reports leak noted after treatment when carpeting was wet. Hp reports no pt injury or medical intervention required as a result of incident.